Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent revision procedure on (B)(6) 2010 due to prosthetic fracture of the head component. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date implanted - (B)(6) 1997; (B)(6) 1999; (B)(6) 2004. Date explanted - (B)(6) 1999; (B)(6) 2004; (B)(6) 2010.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent revision procedure on (B)(6) 2010 due to prosthetic fracture of the head component. No further information has been provided. Additional information received reported that patient underwent an initial right total hip arthroplasty (B)(6) 1997. Patient was revised on (B)(6) 1999 due to a fracture. It is unknown if a bone fracture or an implant fracture occurred. Patient was revised on (B)(6) 2004 due to varus stem with lateral hypertrophy cortex. During the revision on (B)(6) 2010, poly wear was noted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent revision procedure on (B)(6) 2010 due to prosthetic fracture of the proximal calcar body. Additional information received reported that patient underwent an initial right total hip arthroplasty (B)(6) 1997. Patient was revised on (B)(6) 1999 due to a fracture. It is unknown if a bone fracture or an implant fracture occurred. Patient was revised on (B)(6) 2004 due to varus stem with lateral hypertrophy cortex. During the revision on (B)(6) 2010, poly wear was noted.